Event description:
Customer complained about sensor reading discrepancies. Customer reported that he received a low alert and his blood glucose was 178 mg/dl. Then he woke up and the sensor was reading 59 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 119 mg/dl. Current blood glucose value is 264 mg/dl and sensor glucose is 226 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.